Manufacturer narrative:
This investigation is ongoing. Upon further information, this investigation will be updated.

Event description:
It was reported that an increase in pacing threshold was noted when it comes to this right ventricular (rv) lead. During a follow up a possible migration of the lead was suspected as there was discomfort like twitching noted. An x-ray was taken and an rv lead perforation was confirmed. A manual removal and re-fixation of the lead was performed. A small amount of pericardial effusion was confirmed. No additional adverse patient effects were reported.